Event description:
Customer called stating that the pt was having difficulty seeing some of the segments on the display. While on the phone, a review of the system was performed. It was that segments were missing from the units and tens positions on the display. The customer was asked to return the meter for evaluation and a replacement meter was provided. The customer was invited to call 24/7 with future questions/concerns.